Manufacturer narrative:
The reported field event was infection. Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri.

Event description:
It was reported that the patient presented to the hospital with an unspecified infection. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. The patient was in stable condition.